Manufacturer narrative:
Product event summary: the data files for the date of the reported event and the mapping catheter, 2ach20 with lot 10876792, were returned and analyzed. The data files did not show any system notices during the procedure. Visual inspection the mapping catheter showed that catheter was kinked on the loop (misshape) and pebax tube was ribbed. The mapping catheter failed the test due to kink on the loop and pebax damaging. The product analysis findings do not indicate a manufacturing related defect. In conclusion, the reported achieve compatibility issue has been confirmed through testing but not confirmed through the data analysis. The reported shaft kink was not confirmed through the testing and data analysis. The mapping catheter, 2ach20 with lot 10876792, failed the returned product inspection due to kink on the loop and pebax was ribbed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the inserter of the catheter was unable to be attached to the connector. The catheter was then unlocked, and the procedure continued. It was also reported that as the tip of the mapping catheter came out of the side hole of the competitor sheath, it was then noted that the mapping catheter was trapped in the sheath. Additionally, the distal shaft of the catheter was partly deformed. The mapping catheter and competitor sheath were both replaced and the case was completed with cryo. No patient complications have been reported as a result of this event. Incoming information received that as the physician prompted to insert the mapping catheter into the competitor sheath, it resulted in the tip of the catheter being stuck at the side hole of the competitor sheath.